Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine had a loose blood pump rotor roller. The issue with the blood pump rotor failure was a roller on the guide pins dislodged. Upon follow-up, the bmt stated during a patient's hemodialysis (hd) treatment the blood pump rotor tubing guide roller came off the metal pin and pinched a hole in the blood pump tubing, causing a blood leak to occur. The bmt stated the blood pump rotor was replaced and the machine was placed back in service. Per bmt the rotor was not original to the machine. The bmt also stated that a fresenius dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred and stated treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was les than 200ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment without further issue. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation. A photo was provided for the investigation.

Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine had a loose blood pump rotor roller. The issue with the blood pump rotor failure was a roller on the guide pins dislodged. Upon follow-up, the bmt stated during a patient's hemodialysis (hd) treatment the blood pump rotor tubing guide roller came off the metal pin and pinched a hole in the blood pump tubing, causing a blood leak to occur. The bmt stated the blood pump rotor was replaced and the machine was placed back in service. Per bmt the rotor was not original to the machine. The bmt also stated that a fresenius dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred and stated treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was les than 200ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment without further issue. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation. A photo was provided for the investigation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. The product was not returned; a physical investigation could not be performed. The reported event was confirmed referencing the attached photo. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.